Event description:
Healthcare professional reported rupture. This relates to the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional and/or changed data: d9; h3; h6. Corrected data: d4, h4. Laboratory analysis summary: the device related to the reported event of rupture, was received on june 24, 2025, with lot number 2571045. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as fold flaw opening and inconclusive. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. This relates to the right side. Device was explanted and replaced.